Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified red particles on the gel and an opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device has been explanted.